Event description:
It was reported that the ilet displayed alert 38 for consecutive stalled motor followed by an unable-to-proceed condition, and repeated restarts did not resolve the malfunction, leading to device replacement and instructions to shut down and return the original device. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included use of cgm via the dexcom app or receiver while awaiting replacement and no need for medical intervention or hospitalization. Investigation included device replacement logistics, return coordination with a prepaid shipping label, and guidance to sync data to the mobile app prior to return. Investigation of this device revealed a motor stall malfunction consistent with an insulin delivery motor stall, and the device was deemed nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined pending device evaluation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.